Event description:
It was reported that the lead was capped and replaced due to increasing capture threshold and low sensing. The patient is in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.